Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) installed the uim (user interface module) assembly onto the avea test station. The carefusion fa rep powered uim in to user mode and the touch screen was responding properly. The carefusion fa rep cycled the power in to service mode and successfully recalibrated the touch screen. The carefusion fa rep then proceeded by constantly switching to different ventilation modes in neonatal, pediatric and adult patients in user mode. The carefusion fa rep continued by adjusting settings while the unit was cycling. The carefusion fa rep allowed the uim to cycle from for a total of one-hundred-fourteen hours, after the cycling was complete the uim was still operating properly. The carefusion fa rep disassembled the uim to inspect pcb¿s (printed circuit board), cables and connectors, did not find any anomalies. The carefusion fa rep was unable to duplicate the reported issue and no known root-cause was determined. As a precautionary measure the carefusion fa rep replaced the display assembly.

Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported the touchscreen display was not responding while using the avea ventilator. The nonresponsive touchscreen occurred during patient use, and the customer stated, "the ventilator was not ventilating." Carefusion (cfn) technical support in conjunction with cfn customer advocacy, requested additional information regarding if any alarms were present when these issues occurred. The customer reported the patient was removed from the suspect device and place on another working ventilator, and no known patient impact or consequence is associated with the event.